Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead near the his bundle, the helix was screwed into the tissue while approximately two centimeters of the lead tip was out of the guiding catheter. The lead threshold was poor so the physician tried to screw out the helix. However, the helix could not be disengaged from the tissue. Even when the lead was being retracted into the catheter, the helix still could not be detached. An abnormality of the helix was suspected to be the issue. The lead remained implanted and a new lead was implanted in the right ventricular apex. No patient complications have been reported as a result of this event.